Manufacturer narrative:
Concomitant medical devices: 503452 lead implanted: (B)(6) 1996.

Event description:
It was reported that the right atrial (ra) lead had progressively increasing thresholds and had been switched to unipolar. It was also reported that the right ventricular (rv) lead had noise and an insulation breach. The leads were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The partial lead in segments was returned and analyzed. Analysis indicated that the inner insulation and the outer insulation of the lead developed a breach due to mio (metal ion oxidation) while in vivo. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.